Event description:
The customer reported that the insulin pump delivered 150 units of insulin while she slept. The customer stated that she had changed the infusion set, and then went to sleep. The customer then woke up with low blood glucose levels. The customer stated that she checked the reservoir, and 150 units were missing. The customer stated that reservoir volume recorded that there were 45 units of insulin, but the actual reservoir was completely empty. Troubleshooting was performed. The drive support cap was not protruding from the case. All programming was correct. The insulin pump was not exposed to high magnetic fields. The insulin pump passed the displacement test. Advised the customer that the replacement process would be started. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.